Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Recommended inflation capacities, 5cc balloon: use 10cc sterile water, 30cc balloon: use 35cc sterile water, do not exceed recommended capacities." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not available

Event description:
It was reported that the patient used a silicone catheter and allegedly experienced a urinary tract infection. The patient was prescribed antibiotics to treat the infection.